Event description:
It was reported that the customer was receiving no delivery alarms frequently. The customer also had cracks on her insulin pump. The customer's blood glucose at the time of the call was unknown. Troubleshooting could not be performed because customer had already cleared the alarm. Advised to do a complete infusion set change as soon as possible. Advised to call when the alarm was occuring in order to troubleshoot. Troubleshooting was done for the crack on the insulin pump. It was stated that the crack started from the esc button and into the reservoir window. The other crack was from the window to the opposite side of the casing. Customer stated that the damage may have occurred while she was riding her bike. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.